Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. / ju0322. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mammary gland surgery on an unknown date and a reservoir was used. During surgery, the reservoir could not be unlocked, even if the bottom flap was bent to 90 degrees. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. Materials: locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and locking mechanism were in good condition. However, plate could not be unlocked. Since no damage is observed it is considered that this material factor does not affect or contribute to the product integrity and its function. Method: during sample evaluation, it was not possible to unlock the reservoir. Therefore, it was noticed that the plate was closed very firmly. Reservoir was tried to be activated by using both hands in an unusual way. Finally, the plate was able to be open, but it was noticed that there was no spring inside it, this is the reason it could not be unlocked, and its usage was not possible. Therefore, it is considered that this man factor affected the product integrity and its function. Based on the present analysis and condition of sample evaluated, the reported defect by the customer is observed to be related to manufacturing process. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.